Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit for a b17 upgrade. The customer stated that the touchscreen was not working. The fse used the customer parts to repair the touchscreen. He fse performed a full calibration and tested the unit. The fse is waiting the arrival of the safety disk to complete the preventive maintenance (pm) and clear the unit for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during software installation, the touchscreen for the cardiosave intra-aortic balloon pump (iabp) required a repair. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit for a b17 upgrade. The customer stated that the touchscreen was not working. The fse used the customer parts to repair the touchscreen. The fse performed a full calibration and tested the unit. The fse is waiting the arrival of the safety disk to complete the preventive maintenance (pm) and clear the unit for clinical use.

Event description:
N/a.